Event description:
It was reported that during charging at the user facility the batteries were smoking while being charged. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during charging at the user facility the batteries were smoking while being charged. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.